Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery, but ultimately reverted to an alternate method of insulin therapy after occlusion recurred. Customer's blood glucose was 256 mg/dl at time of event.